Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump "failed" about a month ago, and the pt was going through withdrawal. Pt had relocated and was considering hcp options for pump issues. It wasn't clear if the pump was infusing morphine. Additional info has been requested, but was not available as of the date of this report.